Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7028533, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was hospitalized due to severe pain at the pocket site. It was mentioned that the patient has gone to the ER twice due to severe pain on the right side of the body and was given medication. The patient underwent an explant procedure. No malfunction was suspected.

Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed. Sc-8336-50 (sn (B)(4)). Device evaluation indicated that the lead passed all tests performed.

Event description:
A report was received that the patient was hospitalized due to severe pain at the pocket site. It was mentioned that the patient has gone to the ER twice due to severe pain on the right side of the body and was given medication. The patient underwent an explant procedure. No malfunction was suspected.